Event description:
Forty-one months after receiving five cypher stents, coronary angiography based on anginal complaints revealed that three of the implanted stents had restenosed. The stents were implanted in the mid left anterior descending branch, the left posterolateral of the circumflex, and the distal posterolateral branch from the right coronary artery. There was stenosis from the right posterolateral branch from the right coronary artery. There was no indication for revascularization.

Manufacturer narrative:
This product with catalogue is not sold in the united states; however, it is similar to a product that is sold in the united states. This is one of three products involved in the same pt and reported under manufacturing number 9616099-2007-00336 and 9616099-2007-00337. Additional information will be submitted within thirty days upon receipt.